Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification. Reason for second implant not deploying could not be determined. Date of event: sometime in (B)(6) prior to the (B)(6) 2011. The user facility is outside of the united states. No medwatch report was received. This report submitted april 11, 2011.

Event description:
It was reported that patient underwent procedure utilizing a meniscal repair device on unknown date in (B)(6) 2011. During the procedure, the second implant of the meniscal repair device would not deploy. No patient injury or delay in the procedure was reported.